Manufacturer narrative:
Corrected information was provided in d1 and d9. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. No issues related to the ac power cord were identified, and no other problems were detected.

Manufacturer narrative:
Investigation summary data analysis: console imc logs did not showed any battery related alarms, however multiple ac power disconnected alarms was seen. Lastly the pump was disconnected and aic was exchanged. Device analysis: (B)(6) was not returned to fs for further investigation. Root cause: the root cause for the battery was not charging when plugged in was not determined as the console was not returned. Note: the aic was flagged for the next pm. Complaint details were communicated to the coordinator, and additional information was requested. See return email.pdf, and coord email.pdf. Device history lot. N/a. Device history batch. Subcomponent name: n/a. Material number: n/a. Lot number: n/a. Serial number: n/a. Device history review. Q1) service history review - are there an qns associated with the complaint device¿s most recent service report? There were no nonconformances observed in most recent fsr. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? No. Q3) complaint history review - have there been any other complaints against this console? No. Product history review summary: no complaint was discovered while reviewing the product history of console (B)(6).

Manufacturer narrative:
Corrected information was provided in d6a and d6b. Upon review, it was determined that the date of implant and date of explant were incorrectly submitted in the previous report and should have been left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided d6a (date of implant) and d6b (date of explant). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that they encountered automated impella controller (aic) battery issues. The battery was not charging when plugged in and so the staff walked through an aic to aic transfer. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.